Event description:
It was reported that patient had generator replaced due to battery depletion. Product analysis was performed on the explanted generator. The reported end of service was duplicated in the product analysis laboratory. Testing showed the generator reached premature end of life. The most probable root cause for the premature end of life condition was identified to be a leaky capacitor, no other anomalies were noted for this device.